Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a t2 femoral retrograde surgery; while drilling the proximal screw hole of nail, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a t2 femoral retrograde surgery; while drilling the proximal screw hole of nail, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.